Event description:
The blood flow was slowed after pre-dilatation of the lesion. Suction was carried out, and blood flow recovered to normal. The pt was a male. The target lesion was carotid artery (no further detail was provided). There is no info regarding the target vessel characteristics. There is no info as to what balloon was used for pre-dilation of the lesion. There was no difficulty positioning the angioguard in the vessel. The physician believes that debris in the filter basket caused the slow blood flow. The lesion was successfully treated with a precise stent and there was no adverse consequence to the pt. The pt is currently in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.